Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the device did not fail in the process of patient rescue, but after the death of the patient, the device still showed ECG data. The hospital doctor suspected that the device may be related to the death of the patient.

Manufacturer narrative:
The customer contacted the customer care solution center (ccsc) and a philips field service engineer (fse) was dispatched to the customer site. The fse confirmed the , real problem is the department reported that the vm6 device still showed respiratory waveforms and parameters within 2 hours after the patient died but no ECG waveform and blood pressure parameters. The machine was running normally. The customer did not consider the respiratory waveform was related to the cause of death. The hospital requested philips to do a parameter test on the equipment. The fse ran the simulator test. There were no faults found which were described by the customer. The device is still in normal use. The device remains at the customer site and no further action is currently required.